Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unspecified pump error. The customer¿s blood glucose level was 225 mg/dl. The customer reported that the battery cap was missing and insulin pump was exposed to fluid and also had unspecified pump error. It was reported that the keypad was unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the keypad/electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or e/a alarm unspecified due to blank display. Also, received with moisture damage on the motor and force sensor. Device also received with cracked lcd window.